Event description:
The customer reported that the device failed the op check test and a 12v supply voltage error was found in the error log. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device failed the op check test and a 12v supply voltage error was found in the error log. There was no reported pt involvement. A philips field service engineer evaluated the device and confirmed the failure. Multiple parts were replaced. After passing all performance assurance tests the device was returned to the customer. We will consider this to be a malfunction that caused a power supply voltage failure. Because multiple parts were replaced the cause could not be determined.